Event description:
The facility's biomedical technician reported an infusion pump with failure code 73. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, pt injury, age of pt, medicaton involved or the set up of the infusion device. No add'l contact information was provided.